Event description:
The patient has one cervically placed lead. It was reported the patient no longer uses her upper body stimulation due to the stimulation agitating her migraines. An sjm representative met with the patient for reprogramming. Reprogramming did not provide resolution. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.